Manufacturer narrative:
The farawave catheter was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the catheter underwent visual inspection, functional testing, and flow testing. It was observed that there was potential adhesive in the flush tubing. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. Flushing through the irrigation port was tested. No obstruction was observed, and the irrigation was functional in all deployment states. Media inspection of a picture attached to the complaint was also performed and it was observed that there was potential adhesive in the flush tubing; however, this does not affect the operation of the flushing system since it would not be in contact with the inner section. The reported clinical observation of foreign material was not confirmed by the analysis results.

Event description:
It was reported that the catheter flush port looked opaque and had foreign material inside it. During preparation for a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was selected for use. The catheter was removed from the box, and it was noted that the flush port did not look clear with some sort of foreign material or film appearing to be inside it. The catheter was successfully flushed but the material remained in the flush port. The catheter was replaced but the flush port of the second farawave catheter looked the same way. The second catheter was also replaced, and the third catheter had a flush port that was completely clean and debris-free. The procedure was then completed with no patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter flush port looked opaque and had foreign material inside it. During preparation for a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was selected for use. The catheter was removed from the box, and it was noted that the flush port did not look clear with some sort of foreign material or film appearing to be inside it. The catheter was successfully flushed but the material remained in the flush port. The catheter was replaced but the flush port of the second farawave catheter looked the same way. The second catheter was also replaced, and the third catheter had a flush port that was completely clean and debris-free. The procedure was then completed with no patient complications. The device is expected to be returned for analysis.